Event description:
Event description guidant received information that this left ventricular pacing lead was explanted when it was noted to be dislodged. An attempt was made to reposition the lead, but a guidewire could not be inserted through the lead. Subsequently, the lead was explanted.